Event description:
On (B)(6) 2011, a female pt presented to the hospital with blood in her urine. Under fluoro, it was discovered the filter had perforated through the vena cava, into the renal vein and slightly into the kidney parenchyma. An attempt was made to retrieve the filter, but it was unsuccessful. The filter may need to be surgically removed. Pt outcome is unk as no info was provided.

Manufacturer narrative:
Expiration date is unk as lot is unk. Unk as info was not provided by reporter. Age of device is unk as lot# is unk. (B)(4): unk as info was not provided by reporter. No device or images have been available to assist the investigation and therefore, the eval was based solely on the description. The eval was performed on a meeting on (B)(4), 2011 with participation of the medical adviser, the director of research and the quality engineer. According to the description, the filter perforated through the ivc into the renal vein and slightly into the kidney parenchyma. Most likely, the filter or one of the legs was initially placed in the renal veins, otherwise, it seems very difficult for the filter to perforate from below the renal veins in the ivc and into the renal veins and further into the parenchyma because of the anatomical distance. However, since no info or images were received from the actual time of deployment or the time the perforation was discovered, the exact root cause for the difficulties encountered is unk. According to the instruction for use, it says that in "filter placement": "using either power or hand injection, perform cavography to verify position below (caudal to) the renal veins." No lot number is available why it has not been possible to inspect any manufacturing documentation for the device in question. Nothing further is initiated since the description does not indicate presence of device failure and the perforation issue is known from the literature.

Manufacturer narrative:
(B)(4). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2015 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the right jugular vein due to history of pe and chronic dvt. Plaintiff is alleging migration, tilt, vena cava perforation, fracture, device is unable to be retrieved, bleeding, and organ perforation. Patient alleges partially successful attempted retrieval via abdominal surgical intervention on (B)(6) 2011. It is alleged that three fragments of the filter were removed at that time. The bulk of the filter remains in place and is alleged to have fragmented further.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: serious injury to medical/surgical intervention. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, tilt, vc perf, open surgery failed to retrieve all fragments, bleeding, organ perf'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.